Event description:
The biomedical engineer reported that csm-1901a failed to display pacer marks on a patient that had an internal pacemaker. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that on (B)(6)2020, a 13 year old female (~65 kg) was externally paced in the morning, went to the or and received an internal pacemaker. Upon return to the ICU, the csm-1901a failed to display pacer marks on a patient that had an internal pacemaker. The biomed was called around 5:00 pm and 5:30 pm local time and the situation had resolved itself by 6:30 after the following events: the patient had neonatal ECG leads and the nurse tried turning pacing off/on, changing ECG settings/filters then nihon kohden's 6-lead ECG leads were placed on the patient. They teported seeing 8-waves on the monitor; none of which displayed the correct ECG pacing spike. They continued to cycle the pacing off/on, using the learn function, ECG settings, etc. Ultimately, there was nothing they were able to do which allowed the pacing spikes to be visible. The patient threw up, so was taken off the monitor for >5 minutes. When the patient was re-connected to the monitor, the pacing spikes were visible. The nurse reported that the same ECG lead stickers were used before and after the patient threw up and was off the monitor. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the csm, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Central nurse's station model: cns-6801a sn: (B)(6) correction: the no information section above was revised a2 date of birth was no information but was not included in the initial report a4 - a6 was corrected to a5 - a6 the following is not regarding the the device information for the MDR itself, but to explain why this report was not late as the initial MDR was submitted on (B)(6) 21 at 08:57:11 pst pm per webtrader sent box however FDA receipt acknowledements state the following: receipt (B)(6) 21 11:58:22 est pm 2nd acknowledgements (B)(6) 21 12:00:20 est am 3rd acknowledgements (B)(6) 21 12:00:20 est am messageid: <7269371.1.1610859431438@bh9c1g2> coreid: ci1610859434865.2002055@fdsuv08637_te1 datetime receipt generated: (B)(6)-2021, 23:58:22 ack3: this submission has been sent to the production system and has been processed by the FDA. Ci1610859434865.2002055@fdsuv08637_te1 8030229-20210116205545 sun (B)(6) 00:00:20 est 2021 0 1 form 3500a - icsr r2 passed submission summary environment: ack3: this submission has been sent to the production system and has been processed by the FDA. Please refer to the summary section below to determine if this submission has passed or failed. Submission type: form 3500a - icsr r2 core ID: ci1610859434865.2002055@fdsuv08637_te1 batch ID: 8030229-20210116205545 date entered: sun (B)(6) 00:00:20 est 2021 summary: passed: 1, failed: 0 report list: report number: 8030229-2021-00011, passed.

Event description:
The biomedical engineer (bme) reported that vital signs monitor failed to display pacer marks on a patient that had an internal pacemaker. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that vital signs monitor failed to display pacer marks on a patient that had an internal pacemaker. No patient harm or injury was reported. Investigation summary: the logs of the event were evaluated by nkc. In the investigation of the logs, it was identified that the device was working as intended. Nkc indicated that the presumed cause of the issue is that the amplitude on the body surface was too small to detect the pacing pulse. Nkc recommended the customer check better lead placements and electrode positioning in order to get better amplitude to detect the pacemaker. The pacemaker of the patient could also contribute to the issue. The overall risk rating of the event is medium. It was identified that the device was working as intended. On may 13, 2021, a software update was issued to the bsm-1700 (input unit used with the csm-1901a) that included improvements on pacing pulse detection. This improvement would help the customer's issue with detected pacemakers. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The biomedical engineer reported that csm-1901a failed to display pacer marks on a patient that had an internal pacemaker. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device(s) were being used in conjunction with the csm, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Central nurse's station: model: cns-6801a, sn: (B)(4).

Event description:
The biomedical engineer reported that csm-1901a failed to display pacer marks on a patient that had an internal pacemaker. No patient harm reported.